Event description:
It was reported that the patient presented in clinic due to dizziness device interrogation reaved noise oversensing and possible lead damage on the atrial ra lead. Programming changes were performed to resolve the issue. The patient condition was stable.